Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge despite attempting multiple cables and power sources. Review of t:connect data indicated that the battery gauge decreased 30% within 20 minutes. The customer's blood glucose level was not impacted.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source. Also, it was reported that the pump battery gauge was noted to be inaccurate. When plugged into a power source to be charged, the gauge displayed 95%. However, after unplugging the pump, the gauge displayed 70%. Review of t:connect data indicated that the battery gauge jumped 30% twice in one day in less than 20 minutes. There was no impact to the customer's blood glucose level.